Event description:
During a procedure for a distal radius fracture, the surgeon repositioning and installed the plate. The surgeon drilled through the bone using a guiding block and quick drill sleeve. A va rocking screw was then inserted through the guiding block in a positioning hole. Each screw was locked. One of the screws penetrated the distal row styloid hole of the plate. The surgeon was unable to remove the screw. The plate was left in the patient and the procedure was completed. This is 10 of 10 reports submitted on this event #(B)(4).

Manufacturer narrative:
This device was used for diagnosis, not treatment. The manufacturing documents were reviewed and no complaint related issues were found. The device was returned and the investigation is ongoing. Placeholder.

Manufacturer narrative:
Additional narrative: an additional evaluation was completed: the cortical screw shows used marks on the surface. The manufacturing documents of the screw 402.874s-exs were checked. We could not detect any deviation to our print specifications. No product fault could be detected. Device was used for treatment, not diagnosis. Placeholder.